Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, a scope leak check was performed and a leak was noted from the us cord. Additionally, the probe unit pink rubber was cut on the c-cap. The distal sheath was dry. The ultrasound connector had a broken pin and the image itself possessed 6 broken elements. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the ultrasonic gastrovideoscope was noted to have broken crystals, causing imaging issues. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ a definitive root cause could not be identified. However, based on the physical condition of the device and the results of the investigation, it is believed that the reported event occurred as a result of excess external forces applied to the device. The acoustic lens surface was noted to be sharp, which is indicative of external forces being applied to the device. Olympus will continue to monitor the field performance of this device.